Event description:
It was reported that an advance sling was implanted on (B)(6)2010 to treat for urinary incontinence. On (B)(6) 2010 a urinalysis confirmed a urinary tract infection (uti). The event was reported as procedure related. The uti was treated with ciprofloxacine on (B)(6)2010 and was resolved on (B)(6) 2010.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.